Manufacturer narrative:
Baxter received and evaluated the device; the date of occurrence was unknown to the reporter. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the report of depressed battery pins. The depressed battery pins were verified through visual inspection and found to affect direct current operation. The cause was determined to be an external influence, and the rear case was replaced to correct this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump with depressed battery pins. There was no known patient injury or medical intervention associated with this event. No additional information is available.